Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced four kinked cannula events on 06-june-2024. The event occurred within three hours of insertion. The infusion set was in use for few hours. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.